Event description:
Same case as MDR ID# 2134265-2015-04519. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified mid left anterior descending artery (lad). Engagement of the left main trunk (lmt) was done with ease using a 6f 3.5 non-bsc guide catheter. Wiring of the distal part of the lad was done with a 0.014 non-bsc guidewire. Initial dilation was performed with a 2.0mm non-bsc balloon catheter followed by a 15mm x 2.25mm nc quantum apex¿; however, the 15mm x 2.25mm nc quantum apex¿ balloon ruptured upon the third inflation at 20 atmospheres. The ruptured 15mm x 2.25mm nc quantum apex¿ balloon catheter was completely removed and was exchanged with another 15mm x 2.50mm nc quantum apex¿ balloon catheter; however, the 15mm x 2.50mm nc quantum apex¿ balloon also ruptured upon the fourth inflation at 20 atmospheres. The balloon was completely removed. An attempt was made to advance a 2.5x28mm and a 2.25x38mm synergy stents several times but they could not pass the mid lad. The physician tried a 2.50x15mm non-bsc balloon catheter then tried a 2.25x38mm synergy stent again but still could not pass the lesion. The physician decided to stop the procedure at this time. No patient complications were reported and the patient's status was stable, no chest pain and with good vital signs.

Manufacturer narrative:
(B)(4).